Event description:
S [situation]-photopheresis machine malfunctioned during priming process resulting in the bowl coming loose and subsequently cracking the window of the door. B [background]-the photopheresis machine is vital for our daily operation. A [assessment]- malfunction appears to be due to improper securing of the center-fuse bowl. The crack window poses a safety risk and may require immediate replacement. R [recommendation]- review and reinforce training for operators on securing components properly during operation. Therakos company was called and made aware of the situation as well. There was a recall for this issue in [redacted]-approximately 7 months ago.